Event description:
The biomedical engineer reported the ventilator air flow sensor was reading zero and there were vent inop occurrences noted in the device diagnostic log history. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the biomedical engineer contacted manufacturers product support (pse) for assistance. The pse advised the customer to replace the gas delivery system to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Gas delivery system.